Event description:
Adverse event(s): no present injury or harm (no consequences or impact to patient). Product problem(s): several system messages displayed during surgery. Rebooted 3 times. (Device displays error message). An ophthalmic manager reports several system messages occurred during a surgery. The system was rebooted 3 times in order to complete the case. There was no reported harm, however 2 cases were canceled. One patient had been prepped with drops before knowing the case would be canceled.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).